Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective results) on their au5800 clinical chemistry analyser. There were no report of change to patient treatments in association with this event. There were no reports of calibration issues prior to this issue.